Event description:
Info rec'd indicates the head section will not lower after being raised.

Manufacturer narrative:
The tech found a pin backed out on the pendent's molex connector. The tech repaired the connector to repair the bed.